Event description:
It was reported that the patient presented in clinic due to arrhythmia. Device interrogation revealed under sensing, r wave amplitude variation on right ventricular (rv) lead. On (B)(6) 2025, the physician elected to cap and replace the rv lead. The patient was in stable condition.